Event description:
It was reported that after an implantable cardioverter defibrillator (ICD) replacement, the right ventricular (rv) lead channel of this system exhibited a decrease in amplitude as well as an increase in pacing thresholds. Technical services (ts) was consulted, and upon review it was also noted that there was oversensing of the atrial activity on the rv channel. X-ray examination was performed, and lead migration was noted, however it was considered possible to a chronic position for the lead given the time implanted. It was determined that the changes in sensing and pacing thresholds were related to the shock coil polarity being reversed in the header. During an in office examination, the parameters returned to normal and the anomaly could not be reproduced. The physician opted to continue to monitor the system. No adverse patient effects were reported. This system remains in service.